Event description:
It was reported that the left ventricular lead exhibited elevated thresholds and an insulation anomaly. The lead was capped and replaced on (B)(6) 2014. No patient symptoms were reported.